Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. No moisture damage was found during visual inspection on the electronics, motor, battery tube, and vibrator assembly. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer stated she was outside and it was raining. The device was on her short and her clothing was wet and the device may have gotten wet. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.